Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 39-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. The patient was geting worked up for a durable vad. The patient on impella support had experienced fungemia which was confirmed by the blood cultures being positive. The fungemia was treated by antibiotics. Device was explanted after 45 days and durable vad placed.

Manufacturer narrative:
The investigation for the reported infection/sepsis issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.